Manufacturer narrative:
E1: patient city: (B)(6). Patient country: norway.

Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2025 from p-cap. Infusion set was used for one day. The insertion site was the left abdomen. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007309, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007309 was manufactured according to the work instruction (wi) version 97 and manufactured in the machine multivac 14 on 23/may/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4e03428 was manufactured according to the wi version 64 and manufactured in the machine sc05 and sc06 on 22/may/2024, with a total of (B)(4) units. The lot 4e03430 was manufactured according to the wi version 64 and manufactured in the machine sc05 and sc06 on 20/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.